Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that both the tsb45 and atb35 anvils dislodged (no problems with cutting or stapling). Another instrument was used to complete the case. There was no consequence to the pt.